Manufacturer narrative:
Baxter medical assessment: this is one of three cases reported by the same anesthesiologist from spinal procedures in which a blood salvage system (cell saver) has been used concomitantly with the application of floseal. The pulmonary embolism occurred in all cases after reinfusion of the filtered blood of the cell saver. The instructions for use of floseal (us) mention in the warnings section: "as with other hemostatic agents, do not aspirate floseal into extracorporeal cardiopulmonary bypass circuits or autologus blood salvage circuits. It has been demonstrated that fragments of collagen based hemostatic agents may pass through 40u transfusion filters of blood scavenging systems." The simultaneous use is not indicated; when floseal is applied the salvage system suction needs to be removed till hemostasis (after 2 minutes) has been achieved. The application of floseal in the presence of a cell saver suction may have contributed to the event. Further investigation is not required. A retraining is not required, since the hospital has decided to discontinue the use of cell savers in spinal procedures. The respective warnings in the IFU are adequate.

Event description:
While using floseal and cell saver in an orthopedic spine case an adverse reaction occurred. It occurred when the salvaged blood was given under a pressure bag. This patient immediately showed signs of intravascular embolization requiring repositioning onto their back and resuscitation. Within 5 minutes of slowly transfusing the salvaged blood, the patient showed clear signs of venous embolization, specifically pulmonary embolism. The transfusion was stopped immediately. The patient was stabilized without changing their position on the table and is today doing fine. No long term sequelae. The hospital has decided to discontinue the use of cell saver for their spinal procedures since the surgeons refuse to not use floseal throughout. They do however, continue to combine the use of floseal and cell saver in their cardiac o.r.'s without incident. Dr. Acknowledged that keeping the 2 suctions separated during a large spine procedure is much more difficult than in cardiac. They fully understand the need to prevent allowing floseal to enter the cell saver system, however, find that this is too challenging for the orthopedic spine team. They have mandated no use of cell saver in spine cases.